Event description:
The suspect device user was loading a new lancet and accidently stuck their finger. The next day user was at a dr appointment and told the dr. User was given a tetnus shot. The device was replaced and requested to be returned for eval.